Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility

Event description:
It was reported an infusion rate error involving dexmedetomidine. Per interpretation of the infusion data by the hospital's clinical pharmacist, it appeared that there was a manual increase in the rate, where the intended rate was meant to be 0.5mcg/kg/hr, but was entered as 5mch/kg/hr. The data also showed that a "soft max alert" was fired and override was accepted. It was then reported that the patient became hypotensive requiring vasopressor and additional fluids to stabilize. The patient recovered.

Event description:
It was reported an infusion rate error involving dexmedetomidine. Per interpretation of the infusion data by the hospital's clinical pharmacist, it appeared that there was a manual increase in the rate, where the intended rate was meant to be 0.5mcg/kg/hr, but was entered as 5mch/kg/hr. The data also showed that a "soft max alert" was fired and override was accepted. It was then reported that the patient became hypotensive requiring vasopressor and additional fluids to stabilize. The patient recovered.

Manufacturer narrative:
(B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion rate error involving dexmedetomidine. Per interpretation of the infusion data by the hospital's clinical pharmacist, it appeared that there was a manual increase in the rate, where the intended rate was meant to be 0.5mcg/kg/hr, but was entered as 5mch/kg/hr. The data also showed that a "soft max alert" was fired and override was accepted. It was then reported that the patient became hypotensive requiring vasopressor and additional fluids to stabilize. The patient recovered.